Manufacturer narrative:
(B)(4). Date sent: 12/8/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot month and day unknown. Only year (2017) is known.

Event description:
It was reported that during a lap gastric sleeve procedure, part of the jaw deformed during firing. After 3 cm firing process stopped, knife could only be removed through using the reverse function. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number ==> p56v5k investigation summary ==> two pictures were received; first picture shows the proximal part of an anvil with a blue cartridge loaded, the anvil slot can be seen damaged. In addition some staple legs can be seen protruding from the cartridge. Second picture shows an anvil of a device, with a blue cartridge loaded, the anvil slot can be seen damaged, the jaws are closed, and it appreciated reversed camber. Based on the photos alone the event describe is confirmed. The analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60b reload not loaded on the device. The reload was received partially fired 2/3. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.